Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the same procedure. Refer to manufacturer report # xxxx for details regarding the first device. According to the complainant, "the bar on the locking device cracked." This device was replaced by another rx locking device, which was used to complete the procedure. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine."

Manufacturer narrative:
The complinant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the suspect device has been disposed of and is not avialable for return. A device evaluation cannot be performed; the cause of the reproted malfunction is undetermined.